Manufacturer narrative:
Initial reporter telephone number (B)(6). A review of the manufacturing documentation associated with lot 18062289 presented no issues during the manufacturing process that can be related to the reported event. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, after "several usings" a 7f avanti+ catheter sheath introducer separated into 2 pieces inside the patient, and a long time was spent trying to remove the sheath. There was no reported patient injury. Additional information was requested but is unavailable at this time. The device is being returned for evaluation.

Manufacturer narrative:
As reported, after "several usings" a 7f avanti+ catheter sheath introducer (csi) separated into 2 pieces inside the patient, and a long time was spent trying to remove the sheath. There was no reported patient injury. A non-sterile ¿si avanti+ 7f std w/gw no obt¿ was received for evaluation. The csi was the only component returned for analysis. The unit presented with a separation to the cannula, which is located approximately 3.5 cm from the proximal end. The separated piece was not returned for analysis. Inner diameter (ID) and outer diameter (od) measurements were taken near the damages and were found within specification. The separated area was inspected with a vision system and presented evidence of elongations and a scratch mark near the ruptured area. A product history record (phr) review of lot 18062289 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The failure reported by the customer as ¿catheter sheath introducer (csi)- separated" was confirmed because the returned unit presented with a separation on the cannula. The exact cause for the observed damage could not be conclusive determined. The elongations found on the material are commonly associated with separations caused by material tensile overload. Therefore, it is assumed that the device was induced to a tensile force that exceeded the material yield strength prior to the rupture. Additionally, the scratch marks near the ruptured area suggest the unit was damaged with a sharp object. These findings suggest the event may have been caused by pulling on the device with a medical instrument such as a hemostat. Users are trained to inspect for signs of damage prior to and during use. Any product with damage is not to be used. Information for safety is provided in the products labeling with the intent to make the user aware of the risks. According to the instructions for use (IFU), although not intended as a mitigation of risk, ¿if increased resistance is felt upon insertion of the csi, investigate the cause before continuing. If the cause of the resistance cannot be determined and corrected, discontinue the procedure, and withdraw the csi. Thread the csi/dilator assembly over the guidewire, grasping the sheath close to the skin to prevent buckling. Using a rotating motion, advance the assembly through the tissue and into the vessel. Remove the sheath when clinically indicated by placing compression on the vessel above the puncture site, and slowly withdraw the csi.¿ based on the information available and the phr review, there is no indication that the event is related to the device design or manufacturing process. Therefore, no preventative or corrective actions will be taken at this time.